Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system extraction. It was indicated that the patient implanted with this ICD experienced chronic pocket pain. This ICD was explanted. No additional adverse patient effects were reported. Additional information was received indicating that this implantable cardioverter defibrillator (ICD) had malfunction. This ICD was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system extraction. It was indicated that the patient implanted with this ICD experienced chronic pocket pain. This ICD was explanted. No additional adverse patient effects were reported.